Manufacturer narrative:
Investigation summary: bd received 123 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'cap separation' with the incident lot was observed. Additionally, 24 customer samples were evaluated by functional testing and the indicated failure mode for 'cap separation' with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the stoppers were difficult to remove. The following information was provided by the initial reporter and translated to english. The customer stated: "the inner rubber stopper does not come off with the pre-analyzer, only the red rubber stopper comes off. The instrument unseals the red external hemogard stopper but not the rubber stopper."